Event description:
It was reported that the patient's right ventricular (rv) lead exhibited noise. No programming changes were made at this time and the lead will continue to be monitored. The patient was in stable condition.